Manufacturer narrative:
Device identifier #: (B)(4). Perforator was received for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. Failure analysis - complaint could not be verified. The perforator was found to meet all acceptance criteria. No manufacturing, workmanship, or material deficiency has been identified. The root cause is undetermined and was unable to be confirmed in the complaint evaluation.

Manufacturer narrative:
Additional information received: while drilling the skull to perform the craniotomy, the bur continued to rotate despite the fact that the spongious tissue was passed. There was a slight contusion of the underlying skull tissue.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported while starting a craniectomy the codman disposable perforator did not stop when it was near the dura. No patient injury and no delay in surgery was noted.